Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The surgeon reported that a hip had to be revised after 6 weeks of initial implantation, the implant had reportedly 'fallen apart'.